Event description:
It was reported that during the procedure to treat the 99% stenosed lesion in the proximal left circumflex coronary artery, predilatation was performed with an nc trek balloon. A non-abbott thrombus capture device was deployed in the distal circumflex artery. A xience stent delivery system was advanced toward the lesion, but became stuck on the non-abbott thrombus capture device guide wire. The 2 devices were removed together as a single unit. The procedure was successfully completed with a second xience stent. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough, guide cath: mach 1 fl4, distal protection device: filtrap. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance between the stent delivery system (sds) and guide wire was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.